Event description:
The customer reported the system displayed a "ma sensor error" intermittently. No pt injury was reported.

Manufacturer narrative:
A ge rep conducted an on site eval. No action taken. Could not duplicate problem. System operating as intended.